Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked during a percutaneous transhepatic cholangio drain (ptcd) on a 67- year-old male patient. The leakage was observed at the catheter hub. So, the planned procedure was completed by using another new device. The user cut the suture string to remove the catheter from the patient. A video of the complaint device provided by the customer confirms the device failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, specifications, and instructions for use, as well as visual inspection and functional test of the returned product, were conducted during the investigation. One used ultrathane mac-loc locking loop multipurpose drainage catheter was received in a used and damaged condition. The initial investigation confirmed the device passed the gap gauge requirement. During testing, the investigation confirmed leakage at the proximal end where the catheter is connected to the mac loc adaptor. The flare was observed to be folded over the opening of the mac-loc adaptor. The investigation also discovered suture breakage. As a result of this observation, the suture line became unstrung from the locking lever. The suture line was confirmed to be properly anchored between the cap and mac-loc adaptor. The patient severed the suture line after it was determined that the leaking catheter needed replacement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that the inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for the device found one relevant nonconformance that could have contributed to the reported failure mode, in which the nonconforming device was scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2 rev1, multipurpose drainage catheter] states the following. How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Evidence gathered from the device evaluation suggests that the device was manufactured out of specification. However, review of the dmr and DHR suggests that there are no additional nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the main cause of failure is manufacturing-related, due to an inadequate flare. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. E1- (B)(6). G4- PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter leaked during a percutaneous transhepatic cholangio drain (ptcd) on a 67- year-old male patient. The leakage was observed at the catheter hub. So, the planned procedure was completed by using another new device. A video of the complaint device provided by the customer confirms the device failure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
In additional information received on 04aug2024, it was reported that the user cut the suture string in an attempt to remove the catheter from the patient.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.